Event description:
It was reported that a dissection occurred, requiring an additional stent placement. An enroute transcarotid neuroprotection system was selected for use in the right transcarotid artery revascularization (tcar) procedure. During the insertion of the arterial sheath, there was some resistance, and imaging revealed a dissection above the arterial sheath. The sheath was pulled back and procedure completed as planned, with the placement of an additional stent to cover the dissection. The patient woke up neurologically intact after the procedure.